Event description:
The patient the device fell off this morning and had only been wearing it since 8pm the night before (B)(6) 2021. The patient prepared the site with alcohol wipes and let it dry. The patient stated there was no interference with clothing and no symptoms with the issue of the device falling off.